Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber used during the procedure was not returned; the metal cap is detached and returned; the distal end of the glass cap is detached at the bevel edge and returned within metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure at 29,447 joules and 6:28 minutes, the metal cap detached. The fiber was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injuries to patient reported.